Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 336 mg/dl with ketones present, while wearing the pod between 24 and 36 hours on the hip/buttocks area. Multiple corrections were administered using the pod, but the bg levels did not decrease. The patient stated that the cannula had dislodged from the infusion site and was found to be bent after removal. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied delivering a bolus.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. Inspection of the exposed portion of the soft cannula found it to not be bent/kinked. The download data contained no timeouts, drive stalls, or hazard alarms, indicating the pod functioned as intended.